Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a right ventricular lead revision, insulation damage and increased thresholds were noted on the left ventricular lead. The lead was explanted and replaced.